Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the system error 2240 was determined to be a reported leak from an unknown location of the cassette. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two in peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated they noticed solution under the homechoice device when the system error 2240 occurred. The patient disconnected from the line, cleared the alarm, and ended therapy. The patient stated there was no issue with the solution bags when the supplies were removed, but thought there may have been a leak from the cassette. The exact location of the leak was unknown. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.